Event description:
Infant self extubated at approx 0230. Rn responded to bedside, pt required some blowby oxygen for a few minutes to stabilize sao2. Pt was placed on nasal cannula o2 and vitals remained stable. Pt had been on servo I ventilator at the time of the self extubation. When the rt responded to the bedside, they found the endotracheal tube attached to the ventilator circuit in the bed. The ventilator was self cycling at a rate of 60, recording a minute ventilation of 0.07 lpm and not alarming. Rt checked the endotracheal tube for kinks and occlusions and found none. Rt reviewed ventilator log and no alarm was recorded as being activated at the time of the self extubation. The ventilator was removed from service, tagged do not use and a message was left for the bio medical dept to evaluate the ventilator. The bio med tech and rt could reproduce the scenario by attaching a 3.5 mm endotracheal tube to the circuit. The low minute ventilation alarm was active and set at 0.04 lpm, and the ventilator would register a low minute volume of 0.07 lmp with the auto cycling at 60 bpm. Bio med put the ventilator back in service after the low minute ventilation default alarm was changed to 0.08 lpm. Dates of use: (B) (6) 2009--(B) (6) 2010. Diagnosis or reason for use: respiratory failure.